Manufacturer narrative:
Common name: esw prosthesis, esophageal. Procode: esq.

Event description:
As reported in the journal article silon et al 2017-"endoscopic management of esophagorespiratory fistulas: a multicenter retrospective study of techniques and outcomes". "Adverse events occurred in 6/14 (42.9%) patients with a malignant fistula and in 4/11 (36.4%) patients with a benign fistula. 1 case of dysphagia."